Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Examination of returned device found no evidence of product non-conformance. During the evaluation, the instrument showed evidence of fractured threads. However, a conclusive root cause of the event could not be determined. Further investigation was initiated to address the reported issue. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to minimize the risk of compromising their exacting performance."

Event description:
It was reported the patient underwent an unknown procedure on an unknown date. During the procedure, the tip of the instrument fractured. There was no delay in procedure and no patient injury.